Event description:
It was reported that patient underwent total shoulder arthroplasty utilizing a steinmann pin on (B)(6) 2014. During the procedure, the threaded portion of the pin fractured and was retained by the patient. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.